Event description:
Admitted (B)(6) 2022, with frequent asymptomatic low-flow alarms. Aspirin held due to gastric bleed. Taking coumadin as ordered. On "(B)(6) 12" low flow alarms started and are non-responsive to ivf's. On (B)(6) 2022, CT with obscuring artifact, unable to exclude thrombus. Heparin started. On (B)(6) 2022, ramp speed study with speed increase from 5200 to 6800 with no change in lv size. On (B)(6) 15, family meeting held with discussions of exchange. Patient and family declined device replacement. Vad alarms significantly decreased prior to discharge.